Event description:
Had a depuy pinnacle series 300 with ultamet liner put in (B)(6) 2004. As early as (B)(6) 2006, I was having difficulties with my surgical leg and went to see my surgeon. There was swelling and pain. This continued until (B)(6) 2008, when I became ill. Fever and extremely tired. Pain in my hip prosthesis. Went to dr and he ran crp and esr. All levels were extremely elevated. I had these tests weekly and they kept elevating. Saw my surgeon and he sent me to an infectious disease dr, dr (B)(6). He ordered hip aspirations - I had three within a month's time. White count was extremely elevated, along with high crp and esr levels. Nothing cultured. Since it seemed as though I had an infection, they put a PICC line in and I was treated with vancomycin for 2 months. It made me very ill, as I had also been on antibiotics for quite a while due to all the elevated test results. They cultured a small sore on my face and it was (B)(6), so they decided to not take chances thinking it may have settled into my prosthesis. I have never been able to walk without pain or issues and my right leg has always been swollen since thr. In (B)(6) 2018 I was diagnosed with valley fever and pneumonia, treated and cured. I kept feeling poorly; tired. Went to primary care doc and he thought it was my fibromyalgia. I had been using a case for months before this and feeling so terrible. My children asked if I had been tested for metal issues. It had been years ago in 2011, or 2012 and they were fine. They asked me to get tested again and I went to my primary care. He had never heard of metal issues with a thr, I have since brought him up to speed. He told me to call my surgeon. I called my surgeon in (B)(6) and he said of course. I had cobalt and chromium tested and they were elevated. I started doing research. I then had a mars MRI and it didn't indicate problems. I had to see my surgeon here regarding knees and showed him my blood work results. He ordered more and a hip aspiration. Blood levels had become higher and my aspirated fluid looked like motor oil. I had my hip revision (B)(6) 2018. I had metallosis. Even though I had issues with this prosthesis for years, I can't get an attorney to take my case. I have lost 14+years of my life due to being unable to walk and do things with my family and spouse. I have undergone horrible tests and been extremely ill, all due to johnson and johnson depuy pinnacle. I want this thing removed from the market so no one else has to suffer. I want the FDA to change their regulations/rules and do not use the 510k clause to grandfather other items that kill and maim people in the name of science/medicine.